Manufacturer narrative:
The technician investigated the lift and found the slingbar center bolt was broken. The account stated they do not perform the yearly load test. In the instruction guide for universal sling bars ((B)(4)), the safety instruction section states: before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. For safety, load must be applied to all sling bar hooks on the sling bar during the lift! A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician advised the account to order a new slingbar before using the lift again. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the staff was lifting a resident with the lift when the slingbar came apart from the flex link. The lift was located in the patient room at the time of the event. There was no patient/user injury reported. (B)(4).